Event description:
It was reported that the customer was in the emergency room due to diabetes ketoacidosis and high blood glucose of 467mg/dl. The mother stated that the customer was treated and released the same day. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.